Event description:
It was reported that when the md was prepping the product prior to insertion, he found the connection between the ars and the introducer needle was too loose. As a result, a new kit was opened and successfully used to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: returned by the customer was an opened kit with various components. Included int he kit was one arrow raulerson syringe and one introducer needle containing a clear hub with evidence of use due to blood observed in the needle hub. Visual inspection of the needle and syringe were performed. There were no defects noted with the syringe and it was typical in appearance. The introducer needle contained stress whitening throughout the hub and a split in the hub seam. Functional testing was performed by attaching the syringe tip to the needle hub; a loose connection was noted. The taper of the ars needle tip was checked with a luer gauge and met specification. The taper of the needle luer hub could not be accurately checked due to the crack in the hub. A device history records review was performed on the syringe and introducer needle with no relevant findings noted. The report of a loose connection between the needle and the ars syringe was confirmed through visual inspection of the returned complaint sample. The hub had one crack extending from the luer opening down the hub. Since the hub is a purchased part, the potential cause of this issue is supplier related. Previous investigation determined that residual stress from the molding process can lead to stress cracking in the plastic hub. A process improvement project lowered the residual stress in plastic hubs molded by the supplier. Parts received after mid-april 2013 are made with the improved process. The part from this complaint was manufactured prior to the process improvement.